Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device activity logs for march 2026 found no evidence of device malfunction or abnormalities related to the reported event. The clinical file and battery were not returned for evaluation. The device underwent stress, environmental, and defibrillation testing, all of which passed without fault. Internal inspection identified no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.